Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, (B)(4) on the 27th november 2012. The history log for this device showed that the pad-pak was first installed on the 17th january 2013 and that it had performed to specification up to the auto self-test on the 14th august 2016. Multiple manual power ons of mainly ten minute duration recorded within the history log which would result in a depleted pad pak. The device was then disassembled to investigate and upon visual inspection of the membrane tail, corrosion was observed on multiple tracks.

Event description:
There was no patient involved in this event. Device observed switching on automatically.